Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specifications.

Event description:
A hemodialysis inpatient user facility has reported that during treatment, a blood leak occurred. The leak was visually observed to be an external dialyzer leak. The machine alarmed. Test strips were used to confirm the leak. He machine alarmed. Estimated blood loss was 300ml. The patient had no adverse effects and no medical intervention was required. The patient completed treatment. Sample has been discarded by the facility.